Event description:
It was reported that a spectrum iq infusion pump's 2nd top left button was not working/ keypad failure during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "2nd top left button not working/ keypad failure" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the second soft key which was not working. The keypad required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.